Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip; a test reservoir was used and does not stay locked in place due to reservoir tube lip damage also, unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. However, the insulin pump passed displacement test, prime, excessive no delivery test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had severely scratched display window, cracked battery tube thread, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and cracked on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is damage to the reservoir compartment. Customer reported that they are not able to turn or lock the reservoir compartment. Customer blood glucose level at the time of the incident was 490+ mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.